Event description:
Reportedly, during follow up, upon interrogation of patient's device, the device appeared to be on standby mode. The device was re-initialized.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during follow up, upon interrogation of patient's device, the device appeared to be on standby mode. The device was re-initialized.